Event description:
It was reported the atrial connector is broken, and the case is cracked. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the atrial connector was broken and the upper and lower cases were broken. It was also noted that the side bail covers and side bails were missing, the ring cover was contaminated, the lead flex cover was corroded, three case screws were missing, the battery contacts were compressed and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.